Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited multiple noise reversion episodes. The noise could not be replicated in the clinic with isometrics or pocket manipulation. The device was reprogrammed and the lead remained implanted.